Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was under-fill or low draw of a tube with blood. This event affected 30 devices. The following information was provided by the initial reporter. The customer stated: "there are many redundant sampling tubes and many sampling tubes are missing." Additional information provided 2022-09-19: customer confirmed this is an underfill issue.

Manufacturer narrative:
H.6. Investigation summary: material #: 367884. Lot/batch #: 1288712. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, ten (10) retention samples from bd inventory were visually inspected and subjected to functional testing. No defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was under-fill or low draw of a tube with blood. This event affected 30 devices. The following information was provided by the initial reporter. The customer stated: "there are many redundant sampling tubes and many sampling tubes are missing.". Additional information provided 2022-09-19: customer confirmed this is an underfill issue.